Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: did the patient have hemostasis issues or were blood thinners being used? Were other stapling devices being used? If yes, please explain? Did the patient present stools with blood present? What were the hemoglobin and hematocrit levels? Where was the bleeding originating from? What method was used to confirm the location (colonoscopy)?

Event description:
It was reported that after an open right colectomy procedure, the patient passed a significant amount of bright red blood in his stool, during first post-op bowel movement. The surgeon attributes this to a lack of hemostasis at the ileocolonic anastomosis. The patient required two units of blood. There was no intra-operative indication that there was a lack of hemostasis at the anastomosis.